Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2017, this patient underwent endovascular thoracic aortic treatment due to a traumatic isthmus rupture. On (B)(6) 2017, after about 2 months, the endograft was explanted due to a pseudoaneurysm identified on (B)(6) 2017. The operative report stated that the graft¿s migration was the cause for the formation of the pseudoaneurysm.

Manufacturer narrative:
H6. Results code 2: added code. H6. Method code 3: added code.

Manufacturer narrative:
Patient code 1: corrected code. Device code 1: corrected code. Code 22 - according to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: pseudoaneurysm and surgical conversion. The following is a summary of the ei observations: tissue present: yes. The lumen was widely patent. An accumulation of dark brown tissue was present near the distal extremity within the lumen. Minimal, scattered plaques of dark to light brown/tan tissue on abluminal surface. A thin layer of light tan tissue was present in a region of bend on the abluminal surface near the distal region. The device retained a j-shape bend with stacking/overlapping of the stent frame and graft material; these findings do not compromise device material integrity. The constraint sleeve was partially folded near the proximal end. No wear or non-wear related findings could be identified with the information provided. Request for additional analysis: no. Reason: no disruptions were identified. Based on the ei¿s review of the geprovas report, no additional analysis is requested.